Event description:
On (B)(6) 2016, intrathecal pump was interrogated in (B)(6) emergency room by medtronic representative. Identified that pump failed on (B)(6) 2016 with error codes (07) and (23) and (01). Patient admitted to hospital for observation and scheduled for replacement of pump the next day.